Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Attempted to extract data from sensor and it was not successful. Watermark was observed at the base of the sensor tail. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured and results were not within specification. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. Sensor was unresponsive. An extended visual inspection was also performed on the returned de-cased sensor and no issues were observed that could have been evidence of misuse. No issues relating to contamination, damage, or soldering were observed on returned pcba (printed circuit board assembly). Returned battery voltage was measured and observed to be not within specification range. Attempted to re-program the returned sensor, observed near field communication (nfc) command error. Due to the nfc error, no further testing could be performed. Therefore, this issue is unable to test. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving a reading of 204 mg/dl obtained on the adc sensor scan in comparison to a hcp meter reading of 27 mg/dl. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp administration of a glucose injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.